Manufacturer narrative:
A.2: this value is the average age of the patients reported in the article as specific patients could not be identified. A.3: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. D4, g4: product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Jeremiah stringam, koustav pal, andrew niekamp, rahim jiwani, iwan paolucci, joshua d. Kuban, zeyad metwalli, steven huang, peiman h abibollahi, stephen chen, steven yevich, milan patel, sumit k. Subudhi, matthew campbell, amol ghia, claudio tatsui, rahul a. Sheth radiology: imaging cancer safety, efficacy, and adjacent-level fracture risk following vertebral augmentation and radiofrequency ablation for the treatment of spine metastases in patients with cancer https://doi.org/10.1148/rycan.240122 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the safety and efficacy of vertebral augmentation with or without radiofrequency ablation for the treatment of pathologic spinal fractures in patients with cancer. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: medtronic osteocool¿ radiofrequency ablation system and medtronic polymethyl methacrylate bone cement. Among all patients, adverse events and device product performance issues included cement leakage in 20% (127/638) of treated spinal levels, including epidural or neuroforaminal cement leakage in 5.3% (34/638) of levels, with four patients (0.6%) requiring repeat surgical or interventional management due to cement leakage. Adjacent-level spinal fractures occurred in 10.4% of patients following vertebral augmentation. No infections, prolonged bleeding, delayed wound healing, or radiofrequency ablation¿related thermal injuries were reported. No further information was provided pertaining to medtronic products..